Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had abnormal overheating. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.e1 initial reporter was shortened due to character limitations. The complete name is trieste cattinara.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer evaluated the issue but no error was found in logs regarding the overheating of the unit. The fse dismantled the cover to clean internal fans. All functional and diagnostic test were performed. The device was returned to the customer and cleared for clinical use.